Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for carotid repair and a reported hematoma. On (B)(6) 2012, the patient underwent a carotid repair surgery in which the cormatrix ecm for carotid repair was implanted. The patient's 4-week follow-up was scheduled for (B)(6) 2012, however, on the day of her appointment, the patient called and cancelled because she stated that she did not feel well. The next day, the patient saw her cardiologist. The patient's cardiologist observed the surgical site to be enlarged and pulsating. The cardiologist then called in the surgeon who had performed the carotid repair on (B)(6) 2012. The surgeon had the patient undergo a re-operation 45 minutes later. During the re-operation, a large hematoma (3 cm thick) was observed near the implant site. The surgeon removed the hematoma. When the surgeon located the suture line where the cormatrix ecm had been implanted, the surgeon noticed that only the rim of the ecm was intact within the suture line; no other ecm was present. The surgeon stated that he could look right into the vessel after removing the hematoma.

Manufacturer narrative:
The remaining ecm was removed and replaced with bovine pericardium. The cause of the large hematoma is unknown. It is believed that the ecm patch pulled away or tore due to the growing hematoma. It is believed that the size and placement of the hematoma prevented the patient from bleeding out, while also allowing blood flow through the carotid artery. The patient was reported to be doing well, and was scheduled to return home on (B)(6) 2012.